Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the outer insulation was breached by bi-/multi-lumen tubing voids. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had occasional noise noted on the stored electrogram (egm) and a slight increase in both impedance and threshold was noted during the previous month. The lead was reprogrammed and remains in use. It was later reported that the ra lead had oversensing noted on real-time telemetry and on atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead was explanted and replaced. Additionally, the right ventricular (rv) lead had low pacing impedance and oversensing; a lead integrity alert was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.